Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted there was a cap adhered to the proximal ring of the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capped due to dislodgement into the main body of the coronary sinus. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.